Event description:
It was reported that, the power cable on the cardiosave intra-aortic balloon pump (iabp) unit is defective.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the power cable on the cardiosave intra-aortic balloon pump (iabp) unit is defective. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and stated that the power cable feeder was defective. The spring probably lost its strength over the years of use, which is why the cable was no longer being retracted properly. After replacing power cable retractor (d012-00-1688-22), the cable retractor works perfectly again. The device passed all functional tests.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 it was reported that, the cardiosave intra aortic balloon pump (iabp) power cable was defective. There was no patient involved. A getinge field service engineer (fse) evaluated the unit and stated that the power cable feeder was defective. The spring probably lost its strength over the years of use, which is why the cable was no longer being retracted properly. After replacing power cable retractor, the cable retractor works perfectly again. The device passed all functional tests.the following was performed by maquet failure analysis and testing dept. Wayne.the failure analysis and testing department received ac power cord reel ametek with a reported unit failure of ac power cord reel feeder is defective. The fat department performed a visual inspection of the part received and found that power cord reel is in good condition. The fat department installed ac power cord reel ametek in the cardiosave test fixture and tested to factory specifications per cardiosave service manual.the failure analysis and testing department found that the ac power cord reel is not extending or retracting as required the power cord reel feeder is defective.the failure analysis and testing department verified the malfunctioning of the ac power cord reel as experienced by the customer. Retaining the part ac power cord reel in the fat dept. Per procedure.per sme based on information in the complaint, the probable root cause is failure of the cord reel due to a faulty retraction mechanism.

Event description:
N/a